Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 5 reports. Other mfg report numbers: 3014334038-2022-00149, 3013886523-2022-00310, 3013886523-2022-00311, 3014334038-2022-00150. A facility reported patient had cerelink icp sensor inserted on friday (B)(6) 2022 for elective icp monitoring. On (B)(6) 2022 at night the cerelink icp cable (826945) failed, on (B)(6) 2022, a new monitor and cable were attached to the original sensor but they had the same cable failure. A new sensor was then inserted into the patient but re-attached to the already failed cable. The message on the monitor was now "sensor not detected". They tried with one more monitor and cable, which displayed the same message. Medical staff got in communication with the integra sales representative and explained what had happened and what they had done so far. The integra sales representative explained that if the sensor was not detected they needed to replace it, but with it they also needed to plug the new sensor in, with a new monitor and cable. This was done and the icp was reading as normal again. On (B)(6) 2022 the cable failed again and they switched the monitor. The cable was swapped for a new one and it was reading normal and stable again.

Manufacturer narrative:
The cerelink sensor was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined, however, the possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a